Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: weight within specification. Cloudy gel was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was inflammation response. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side removal due to "inflammation response". The device has been explanted.